Event description:
It was reported that the right ventricular lead was damaged, and the stylet could not be removed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) distal conductor blood/fluid obstruction; the full lead was returned for analysis. The stylet was not stuck in the lead when it was received. No inner insulation breach was observed; the blood most likely entered through the is-1 pin.